Manufacturer narrative:
Initial reporter name and address: reporting institution phone: (B)(6).

Event description:
During periodic maintenance of the ventilator, the manufacturer¿s international service technician reported a misalignment in the touch position. The issue was not resolved by calibrating the touchscreen. There was no patient involvement. The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician replaced the touchscreen to address the reported problem. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed. Based on information provided and/or service performed, the alleged malfunction was confirmed.

Manufacturer narrative:
H10: a touch screen assembly was returned for analysis. Visual inspection of the touch screen assembly revealed no evidence of damage or contamination. An investigation was performed, and the product analysis technician reported that no fault was found.